Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The apex flex monorail was advanced to an unknown lesion. Upon an unknown inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device identified a pinhole leak approximately 1mm proximal to the proximal edge of the center markerband. Microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The apex flex monorail was advanced to an unknown lesion. Upon an unknown inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.